Event description:
It was reported that an asymptomatic patient presented for post-op follow-up due to normal eri explant. No sensing or capture was noted. Lead dislodgment was revealed. The physician's attempts to remove the lead past svc coil failed. The lead was capped and replaced. The patient was stable before, after and post-procedure.